Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). The lead was found to have noise and erratic impedances. The bipolar pacing impedance was high and thresholds were high. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.